Event description:
The customer reported a false positive alinity I total b-hcg result on a patient. Results provided: initial = 66, repeat = < 1.2. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Return testing was not completed as returns were not available. Manufacturing documentation for the likely cause lot did not identify any issues associated with the complaint issue. The ticket search determined that there is normal complaint activity. There are no trends for the product related to patient results. The overall performance of alinity I total ss-hcg reagents in the field was reviewed using data gathered via abbottlink from customers worldwide. The number of standard deviations to the cut-off and the median of the negative populations is within the established limits and within the historical range of the alinity I total ss-hcg assay. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the alinity I total ss-hcg lot# 45183ud01.

Event description:
The customer reported a false positive alinity I total b-hcg result on a patient. Results provided: initial = 66, repeat = < 1.2. No impact to patient management was reported.